Event description:
The customer alleges back to back results, using a strip from two different vials, of 111 and 215 mg/dl on his meter. He did not have hyperglycemic symptoms. No report of an adverse event. Controls were not run. Return requested and replacement was sent.